Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit power does not turn on. The issue was found during reprocessing. There were no reports of patient involvement.